Event description:
It was reported that the device was used during a laparoscopy nephrectomy. The device was fired over the vessel and the device deployed only 1/2 of the staples, causing bleeding of about 325cc. The case continued laparoscopically without incident. Patient recovered with no problems & discharged two days later.

Manufacturer narrative:
Date sent: 05/29/2009. Wedge sled. Evaluation summary: the analysis results found that tr35w cartridge reload was returned in good visual conditions. The reload was returned fully fired on the right side and unfired on the left side. The reload was disassembled to verify the condition of the internal components and the left sled was noted to be missing. A batch record review was performed and no anomalies were found during the manufacturing process.